Manufacturer narrative:
(B)(4). Date sent: 1/29/2025. Photo summary: this is an analysis of four photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a green reload that appears that was fully fired. The second, third, and fourth photo show tissue supported by surgical instruments with bleeding. In addition, what appears to be malformed staples were observed in the tissue. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.

Event description:
It was reported that during a lobectomy surgery, after firing the final staple, the staple did not form a proper b-shape. A green cartridge was used. It seems to occur with staples that fail to hit the anvil properly. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/6/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the manufacturing date, and expiration date is currently unavailable. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2024 additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? There are no patient consequences. 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? Unknown.